Manufacturer narrative:
Per customer, no problems with qc or other analytes were noted at the time of ths event. A field service engineer (fse) was dispatched: the fse inspected the instrument and found an overflowing wash canister. The fse replaced a broken wash canister float switch and missing o-ring. The fse verified that the instrument was running to specifications after repairs. As of 2009, customer states instrument is running to their satisfaction and no other results have been questioned. A clear root cause for this event is unknown at this time. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a negative (-) benzodiazepine (bnzg) result generated by the unicel dxc 800 pro synchron clinical systems for one patient. A urine sample was tested for bnzg and a negative result was reported out of the lab. The physician had the original sample run on another analyzer (utilizing a different methodology) at a different facility and obtained a positive (+) result. The customer then reran the original sample and still got a negative result. The laboratory ran the original sample on a different instrument in their lab and obtained a positive result. It is unknown if patient treatment was affected. However, the physician believed the positive screen test result without confirmatory testing performed.